Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure segments that were found fractured') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), pelvic pain ("pelvic pain/ chronic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psychological trauma"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headache"), nausea ("nausea"), visual impairment ("vision problems"), skin lesion ("lesions in neck area"), pruritus ("skin itchiness"), erythema ("skin redness/ redness with sun exposure"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage ("gen abnormal bleeding"), intermenstrual bleeding ("metrorrhagia (bleeding between periods)"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems") and migraine ("migraine") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (bilateral proximal partial salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, heavy menstrual bleeding, anaemia, pelvic pain, abdominal pain, back pain, dyspareunia, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, visual impairment, weight increased, skin lesion, pruritus, erythema, dysmenorrhoea, genital haemorrhage, intermenstrual bleeding, vaginal discharge, tooth disorder and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, back pain, bladder disorder, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, erythema, fatigue, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, migraine, nausea, pelvic pain, pruritus, psychological trauma, skin lesion, tooth disorder, urinary tract disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), anemia, hypersensitivity, psychological trauma, bladder problems ,urinary problems, fatigue, gi conditions ,hair loss, hormonal changes ,headaches, nausea, vision problems, weight gain, lesions in neck area, skin itchiness, redness with sun the patient reported that she was unable to afford essure removal surgery. Discrepancy noted date of insertion: (B)(6) 2014. Patient received treatment for genital bleeding, metrorrhagia (bleeding between periods), menorrhagia, anemia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: not provided result.; on (B)(6) 2014: venous backflow totally obscures the right fallopian tube. Its status is indeterminate and should not be relied upon for contraception. The left tube is occluded. Both essure devices are correctly positioned, there were no complications; on (B)(6) 2014: unremarkable uterus. 2. Satisfactory positioning of left essure device and occluded left tube. 3. Occluded right tube possible unsatisfactory position of essure device due to sharp angulation with the uterine cornua.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-oct-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure segments that were found fractured') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), pelvic pain ("pelvic pain/ chronic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("rash/ skin condition"), psychological trauma ("psychological trauma"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headache"), nausea ("nausea"), visual impairment ("vision problems"), skin lesion ("lesions in neck area"), pruritus ("skin itchiness"), erythema ("skin redness/ redness with sun exposure"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage ("gen abnormal bleeding"), intermenstrual bleeding ("metrorrhagia (bleeding between periods)"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems") and migraine ("migraine") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (bilateral proximal partial salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, heavy menstrual bleeding, anaemia, pelvic pain, abdominal pain, back pain, dyspareunia, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, visual impairment, weight increased, skin lesion, pruritus, erythema, dysmenorrhoea, genital haemorrhage, intermenstrual bleeding, vaginal discharge, tooth disorder and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, back pain, bladder disorder, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, erythema, fatigue, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, migraine, nausea, pelvic pain, pruritus, psychological trauma, skin lesion, tooth disorder, urinary tract disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), anemia, hypersensitivity, psychological trauma, bladder problems, urinary problems, fatigue, gi conditions, hair loss, hormonal changes, headaches, nausea, vision problems, weight gain, lesions in neck area, skin itchiness, redness with sun. The patient reported that she was unable to afford essure removal surgery. Discrepancy noted date of insertion: (B)(6) 2014. Patient received treatment for genital bleeding, metrorrhagia (bleeding between periods), menorrhagia, anemia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: not provided result; on (B)(6) 2014: venous backflow totally obscures the right fallopian tube. Its status is indeterminate and should not be relied upon for contraception. The left tube is occluded. Both essure devices are correctly positioned, there were no complications; on (B)(6) 2014: unremarkable uterus. Satisfactory positioning of left essure device and occluded left tube. Occluded right tube possible unsatisfactory position of essure device due to sharp angulation with the uterine cornua.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-oct-2021: medical record received. Case updated to serious incident because of essure removal. New event essure segments that were found fractured was added. New reporters, medical history and removal details were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.